Event description:
Recently switched to cited product when prior equivalent became unavailable. Since that change, during 2/94, 3 patients have, follow suctioning procedures, developed hemoptysis & bloody airway secretions. Bronchoscopy on one patient showed evidence of tracheobronchial trauma according to the physician. Although technique has been questioned as a contributing factor (and inservice instituted), there has been no history of similar events/patterns of events prior to the product change. Patient factors probably also contributed since each case was complex (having been intubated, two on ventilators, et cetera). None required significant intervention and all were discharged alive. The suspect device has been replaced and, to date, no further such events have occurred. There were, on examination, no obvious problems/defects in the catheters.